Event description:
This is filed to report a clip opening while locked (cowl). It was reported a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 3-4. An xt clip was prepared used per instructions for use during preparation and the procedure. A trace result was achieved with the single clip fully closed on the valve. Establishing final arm angle (efaa) was performed with a good side view of the clip on fluoroscopy. The clip settled slightly and did not open and there was no change to mr. The clip was set to the closed side of neutral and the lock line removed. The second efaa was performed, and the clip remained at the same angle with no change to mr. After mechanical separation when the delivery catheter was retracted, the clip was observed to be opened. The clip opened to approximately 50 degrees. The clip was stable and the grippers did not appear to be flexing. There was a slight twist to the clip motion, and it was moving in sync with the heart motion. The gradient was 3-4 mmhg and the decision was made by dr. Patel to not place a second clip medial to the first for fear of increased gradient and potentially dislodging the first clip. The procedure was completed with the mr grade 2+. There was no patient consequences or clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the field safety notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement of clip open while locked. The reported partial clip movement appears to be a cascading effect of the clip open while locked. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).